Event description:
The customer reported that when trying to remove the cdrom after a procedure, the system locked up. Upon reboot, the cdrom was removed, but the system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system computer was identified as requiring replacement. A repair quote was issued to the customer. A customer response is pending.